Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly. The customer's blood glucose reading was 121 mg/dl. The customer stated that the sensor alarmed when they were trying to sleep. The customer's current blood glucose was 167 mg/dl while sensor glucose was 40 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The product was returned for analysis.